Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.